Event description:
Case description: investigation results: name: fiasp penfill 100 u/ml 3ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novopen echo, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: -investigation results updated. -device tab: is non-reportable and malfunction fields updated to no -EU/ca tab: final report check box ticked and expected date of follow up report removed -device addendum: annex b c d g codes added. -narrative updated accordingly. Final manufacturer's comment: (B)(6) 2025: the suspected device (novopen echo) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia and diabetic ketoacidosis. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of fiasp penfill. H3 continued: evaluation summary. Name: novopen echo, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Type 1 diabetes patient had an almost episode of ketoacidosis [diabetic ketoacidosis], plunger of her pen got tangled [device issue], pen did not dispense the fiasp medication as it was not working [device delivery system issue]. Case description: study ID: (B)(4). Study description: trial title: to support the patient in the beginning of treatment with novo nordisk products for diabetes mellitus and obesity. The patient is instructed on how to use, transport and store the products, and receives orientation by phone, site or in person by a nurse. Patient height, weight and body mass index were not reported. This serious solicited report from brazil was reported by a physician as "type 1 diabetes patient had an "almost episode of ketoacidosis" (diabetic ketoacidosis)" beginning on (B)(6) 2024 , "plunger of her pen got tangled (device component defective)" with an unspecified onset date , "pen did not dispense the fiasp medication as it was not working (failure of delivery by device)" with an unspecified onset date and concerned a 64 years old female patient who was treated with novopen echo pds 328 (insulin delivery device) from unknown start date for "type 1 diabetes", "autoimmune lada", fiasp penfill (insulin aspart 100 u/ml) (dose, frequency & route used- uses insulin/carbohydrate ratio 1/10 for the dosage, using an average of 25iu/day) from 2019 and ongoing for "type 1 diabetes", "autoimmune lada", dosage regimens: novopen echo pds 328: fiasp penfill: 2019 to not reported (dosage regimen ongoing). Current condition: type 1 diabetes (duration was not reported), autoimmune lada historical condition: breast cancer (in 2019). Concomitant medications included - tresiba (insulin degludec), janumet [metformin hydrochloride; sitagliptin phosphate] (metformin hydrochloride, sitagliptin phosphate) ongoing. On an unknown date, patient reported that novopen echo pen had a defect, because the plunger of the pen got tangled and it did not dispense the fiasp medication. Patient did the flow test a few times with gradually increasing insulin volume, and no insulin flowed. Patient changed the needle. No flow. That was when patient realized that he was not covered by fast-acting insulin. On (B)(6) 2024, as a result of this problem with the pen patient had an almost episode of ketoacidosis saying she was without insulin for 6 hours with blood glucose (blood glucose) over 400 mg/dl (exact value not reported) and was symptomatic. Patient tried to unlock the plunger manually and was successful, managing to apply it properly and correct the blood glucose levels. Patient stated that she did not develop the condition, as she realized after 6 hours of application that the medication had not been dispensed, and as an action patient bought a common fiasp pen that does not mark 0.5 iu and applied the medication. Batch numbers: novopen echo pds 328: requested. Fiasp penfill: requested. On (B)(6) 2024, the outcome for the event "type 1 diabetes patient had an "almost episode of ketoacidosis (diabetic ketoacidosis)" was recovered. The outcome for the event "plunger of her pen got tangled (device component defective)" was not reported. The outcome for the event "pen did not dispense the fiasp medication as it was not working (failure of delivery by device)" was not reported. Reporter's causality (novopen echo pds 328). Patient had an "type 1 diabetes patient had an "almost episode of ketoacidosis (diabetic ketoacidosis): unknown. Plunger of her pen got tangled (device component defective): unknown. Pen did not dispense the fiasp medication as it was not working (failure of delivery by device): unknown. Company's causality (novopen echo pds 328). Patient had an "type 1 diabetes patient had an "almost episode of ketoacidosis (diabetic ketoacidosis): possible. Plunger of her pen got tangled (device component defective): possible. Pen did not dispense the fiasp medication as it was not working (failure of delivery by device): possible. Reporter's causality (fiasp penfill). Patient had an "type 1 diabetes patient had an "almost episode of ketoacidosis (diabetic ketoacidosis): possible. Plunger of her pen got tangled (device component defective): unknown. Pen did not dispense the fiasp medication as it was not working (failure of delivery by device): unknown. Company's causality (fiasp penfill). Patient had an "type 1 diabetes patient had an "almost episode of ketoacidosis (diabetic ketoacidosis): possible. Plunger of her pen got tangled (device component defective): possible. Pen did not dispense the fiasp medication as it was not working (failure of delivery by device): possible. Since last submission the case have been updated with the following: tresiba indication updated. Treatment received, outcome and stop date of diabetic ketoacidosis updated. Body of the narrative updated. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient case. Preliminary manufacturer's comment: 03-jan-2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached.